Event description:
Philips received a complaint on the defibrillator indicating that the capacitance is defective and it needs to be replaced. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
During the evaluation, the bench engineer determined that the capacitor was defective and needed to be replaced. Therefore, a quotation has been sent to the customer. However, the device has not been made available to philips, so visual and functional testing could not be performed. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective capacitor. The root cause of the which could not be determined. The reported problem is confirmed.